Manufacturer narrative:
Device 1 of 22. Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was conducted resulting in the following: this lot was manufactured in february 2025 with quantity of (B)(4) pieces. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received for this lot and malfunction code. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. The percentage of affected pieces against the lot is 0.01 percent (a total of 22 affected pieces out of (B)(4) produced). The affected quantity is within the aql 0.65 limit. This complaint was presented on complaint review board on february 5, 2026. Attendees decided that this is considered an isolated issue and no further actions are required. The catheter in question was not used. Operators will be retrained according to (B)(4) education and training of production personnel (current version) and the issue will be presented to operators according to wi-001366 qa data visualization (current version). Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
It was reported upon opening the packages, "dark reddish stains were found on the tapered tip of the catheter." Photos depicting the reported complaint issue were provided by the complainant.